Manufacturer narrative:
(B)(4).

Event description:
It was reported due to erosion. The system was explanted and replaced with a new system on the right side. The patient's condition post procedure was stable.